Event description:
The pt reported a loss of stimulation after physical trauma. The lead was investigated in 2009, and gave impedance values indicating lead damage/breakage. The doctor replaced the lead. The pt reported stimulation and effective treatment after the lead replacement. The pt recovered without sequela.